Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-feb-2022 to 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the operating system updates were pending. The device was rebooted, operating system updates installed, and the application was repaired to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the operating system updates were pending. The device was rebooted, operating system updates installed and the application was repaired to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The customer stated that the delay was about to 15-20 mins and the users were able to remove the required medication from different station. There were no adverse events or injuries reported based on this event.